Event description:
Event description guidant received information that this patient was seen in the emergency room due to syncope. The pacemaker had been implanted for two weeks. Upon interrogation the device is performing as expected and working fine. The lower rate limit is set at 50 beats per minute. The device has stored histograms in the rate of 30 bpm. The field clinical representative is inquiring how this can be.